Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported during an angioplasty procedure for a superior vena cava syndrome, a pta balloon would not deflate after the initial inflation. The health care provider reported inflation/deflation manipulation was performed in an attempt to deflate the balloon, but was unsuccessful. The hcp further reported guided fluoroscopy was used to advance a needle percutaneously to successfully perforate the pta balloon. It was further reported that the balloon catheter was retracted with difficulty through the sheath. Another pta balloon was reportedly used to complete the procedure. There was no known impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review:a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection:as the device was not returned, an inspection could not be performed. Functional/performance evaluation:as the device was not returned, an evaluation could not be performed. Medical records review:as medical records were not provided, a review could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion:the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings:when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter:position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.